Event description:
It was reported that the set screw did not clamp. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the fixing screw on the implant interface is actually blocked. Unfortunately, the exact cause of damage cannot be determined. Nevertheless, the screw was probably screwed out too much when turning back in and this led to a breaking of the set screw when screwing it in. Measures of improvement have already been implemented in our attempt for constant product improvement.